Manufacturer narrative:
The lead was returned for patient death. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the partial lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-48342. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was congestive heart failure and cardiac cirrhosis. No additional information was reported.